Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lucera elite bronchovideoscope had no image, when it was connected during inspection for an unknown procedure. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on the charged coupled device (ccd) unit, the image was not displayed, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, the bending tube had a dent, the control unit was sticky due to water leakage, due to wear of the angle wire, bending angle in up direction did not meet the standard value, the connecting tube had a dent, and the universal cord had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. Olympus will continue to monitor field performance for this device.